Event description:
A site representative reported that, while in an ear, nose & throat (ent) procedure, the surgeon had difficulty with the 3d model. The exam had been imported several days before the procedure. When the exam was opened the 3d model appeared as a white square with a vertical gray bar down the middle. The surgeon chose to delete that exam and instructed radiology to burn a cd and reload the exam. In trouble-shooting with a medtronic representative, the exam was re-loaded and the 3d model appeared the same. The bit depth and threshold level were adjusted, resolving the 3d model issue. When registering the patient, the surgeon had difficulty verifying the registration probe, receiving a distance of divot values of 2.1mm. It was recommended the surgeon modify registration technique which resulted in a successful verification of the registration probe and straight suction. The surgeon completed the procedure with the use of the navigation system. There was no impact on patient outcome.

Manufacturer narrative:
A medtronic representative performed a navigation system check-out, all areas passed. System performed as intended. Software investigation completed. Analysis finds that once the model was corrected and the right technique used, the user was able to see the model, register and navigate successfully. Software is functioning as designed. A medtronic representative reported the checking the navigation system and in-service training provided to the site. A procedure performed the following day was completed with no issues.